Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a red, skin sore from the lifevest equipment. The patient has a history of skin sensitivity. There was no alleged device malfunction contributing to the irritation. The patient followed up with the physician regarding the skin irritation. The patient received a lotion and confirmed that it helped the skin irritation to improve.